Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer stated that they performed self-test and it did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error 24 alarm due to corroded battery tube. No frozen display noted. Unable to verify pump error 75 or 23 alarm due to critical pump error 24 alarm.